Event description:
Boston scientific crm received information that the pocket was revised as a portion of this implantable cardioverter defibrillator (ICD) system had begun eroding through the skin. No adverse patient effects have been reported.

Manufacturer narrative:
All available information indicates that the lead remains surgically abandoned. There is no additional information available. If additional information becomes available, the event will be updated.